Manufacturer narrative:
Corrected data from uf report: common device name: fge catheter, biliary, diagnostic. Investigation results: design verification and validation activities performed during development. Deployment testing, including eval of stent stripping during delivery, was performed. A corrective action/preventative action implemented changes that eliminated the possibility of reducing the crimping pressure during processing. This reduces variation in stent securement. Per specification, it is verified that the appropriate securement tool can be placed on the stent. The device is 100% inspected, to verify that the stent is positioned correctly on the balloon and that there is a smooth transition between the ends of the stent and the balloon taper. A change request increased the crimping pressure and heat set time. These changes increased stent securement by 20%. Add'l controls were added during processing, thus reducing variation in stent securement strength. The device is shipped with an instructions for use (IFU) that states, "the formula 418 stent is intended for use... In the biliary tree." Tortuous anatomy and off-label use may increase the possibility of the stent coming off the balloon. Possible contributing factors that were reported include: he didn't pre-dilate. He inflated at an extremely slow pace and should have been at nominal long before the balloon let loose. Lesion morphology / user technique. Based on the above contributing factors this event was likely not device related. This device was manufactured prior to implementation of change request which increased the crimping pressure and heat set time. These changes increased stent securement by 20%. Add'l controls were added during processing, thus reducing variation in stent securement. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment. Add'l info from user facility: report sent to FDA?: no, report sent to MFR?: yes: 03/18/2011.

Event description:
During an aortogram and runoff with right renal artery stent, the left common artery stent and the right popliteal artery angioplasty- premounted forb4-18-80-7-12 stent was unsuccessful as the balloon pushed the stent off. Attempts to retrieve the balloon were unsuccessful, resulting in occlusion of mid pole branch of the right renal artery. Update info given to the area rep by the lead tech on the case: on (B)(6) 2011, a male pt had an angiogram showing a restenosis in a previously placed renal stent. Without predilatation, the physician placed another formula stent in the stenotic area and while deploying the stent, the balloon kicked back into the aorta leaving the stent in the lesion not fully expanded. The physician went to reinsert the balloon through the stent to completely open it, but while advancing the balloon, it pushed the stent deeper into the renal artery. The stent was floating in the artery, so he placed another formula stent distal to the original lesion and crushed the floating stent against the wall of the artery occluding the lower pole of the kidney. Then the physician placed a 3rd stent in the original lesion with no complication. Pt went home and called the following day complaining of pain. Lead tech didn't know of any follow up after that. Updated info given to the area rep from the physician: the physician stated that the pt had a previous stent placed in right renal artery. Pt had a restenosis at the ostium that wasn't previously covered. It was very tight shelf like lesion. He was able to get the mcnamara wire across the lesion but was unable to advance a catheter or sheath past the lesion. So without predilating the lesion, he advanced the formula stent through the lesion but it shot forward past the lesion. When pulling the stent back, the stent caught on the shelf like lesion and dislodged the stent from the balloon partially. He then tried to inflate the stent there, but as he did the balloon kicked back into the aorta leaving the partially inflated stent floating in the renal artery. At this point, he advanced another formula stent across the lesion and successfully deployed the stent across the lesion. Now he attempted to retrieve the stent floating in the renal artery. He tired taking a balloon through the stent to open it up fully to prevent it from moving but was unable to do so and he thinks he may have dissected the vessel in doing so. So now he took another formula stent and deployed it across the floating stent and dissection and crushed both against the arterial wall. In doing this he cut off the flow to the lower pole of the kidney. The pt was discharged and called back the next day with severe pain. Since then the pt has had an ultrasound and his pain has been relieved mostly. Add'l info from user facility: during aortogram and runoff with right renal artery stent, left common artery stent and right popliteal artery angioplasty - premounted formula 418 stent unsuccessful as balloon pushed off stent. Attempts to retrieve balloon unsuccessful, resulting in occlusion of mid pole branch of the right renal artery.